Manufacturer narrative:
On december 14, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample determined that the sm mpp gel 275cc breast implant was found to be ruptured and received incomplete. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the posterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with a variety of factors. Surgeons should instruct their patients to inform them if there is significant pain or if pain persists. Pain is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: device migration, breast pain, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient, who's undergone primary breast augmentation with a (right) 275cc mentor memorygel breast implant and a (left) 250cc mentor memorygel breast implant, suffered bilateral breast implants malposition and right breast discomfort, post-procedure. As a result, the patient underwent bilateral revision on (B)(6) 2021. During the surgery, it was discovered that the right breast implant has ruptured. Subsequently, a bilateral breast pockets repair was performed and the right breast implant was replaced with a (275cc mentor memorygel breast implant catalog: 3502751bc lot: 9642442 sn: (B)(4)). This medwatch form is for the right breast prosthesis.